Event description:
Philips respironics recall: I contacted the philips recall/help line over one year ago. As of this date (B)(6) 2023 I have heard nothing from philips nor has my dme(durable medical equipment) been contacted. Personally, I believe phillips is dragging its feet regarding a recall of such magnitude.